Event description:
It was reported that the user received an occlusion alert while using an ilet pump with a cd infusion set, experienced elevated blood glucose, dismissed the alert, performed fill tubing until drops were observed, and resumed insulin delivery; a subsequent check confirmed flow and glucose values began to decline after guidance, and the specific device component implicated could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the presenting issue described as a lack of effect on glucose control during the occlusion alert and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.